Event description:
It was reported that there was arcing from the image intensifier. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier. System operates as intended.